Event description:
The customer reported to olympus there was leakage from the air/water valve on the evis exera ii ultrasound gastrovideoscope. The issue was found at the end of the procedure during reprocessing which did not pass the leakage test. Therefore, only the passing of the pipe cleaner was performed but reprocessing was not finished. No patient or operator harm or infection was reported. The device was returned and evaluated, and there was a gap of adhesive on the distal end in which a stain entered inside the lens through the gap. There was also a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed, water tightness was lost due to a crack on the suction connector. Additional findings include the following; a gap of adhesive on the distal end in which a stain entered inside the lens and the gap between the acoustic lens; due to wear on the forceps elevator lever, the up/down knob could not be locked securely; due to damage on the cover of the ultrasonic cable, the insulation resistance between the evis and us connector did not reach the standard value; the acoustic lens was damage, the adhesive on the bending section cover was detached; the connecting tube had a scratch; the bending in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasound probe and the water tightness being lost occurred due to a crack on the suction connector. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.